Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ins was at eri due to normal use and was replaced with no issues. The rep checked the right ins and it was at 2.9. The rep reported it was agreed upon the patient, family and hcp to not replace the right ins. The rep reported that they were all aware of the impedance issue with the right ins. The patient stated that he sometimes felt tingling sensation at the top of head and sometimes down his left arm. The rep reported that the cause of the impedance issue is unknown. The patient reported that he had a fall over a month ago and may have hit his head. The hcp stated that the impedance issues have been prior to the fall. The patient did not get the greatest benefit from those gpi leads that were implant first over the left ins with stn. The patient is not programmed on the left lead of the right ins. The left lead only allowed contact 5 to be used. All of the other contacts in monopolar and bipolar were out of right/high. The hcp stated that the patient was getting therapy relief/control in the left ins but the right ins would not be dealt with for now as the patient is elderly. The hcp discussed with the family member that they may turn off the right ins. The hcp also reported that the leads, extensions and pocket adaptors were old and may have been the cause but was not sure. The issue was resolved at this time. No further complications were reported.